Manufacturer narrative:
D.4. The lot of sterile convenience pack into which was assembled the complained bcd vanguard has been recently provided and is 2227200041. The expiration date for this lot of convenience pack is 30 september 2024. The unique identifier (UDI) (B)(4). H.4. The device manufacture for lot 2227200041 of convenience pack is 29 september 2022. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Verification of production records confirmed that noticed lot was released as conform according to specifications. Review of livanova complaints database identified no other cases notified from the market for this type of problem. Unit was requested back for investigation at livanova facility. Returned part was visually inspected and no damage nor deformations were noticed on the umbrella valve which was found to be correctly seated in its housing. A subsequent functional test was performed. No emptying of the device from inlet connector was reproduced, thus revealing a proper functioning of the umbrella valve. Laboratory test findings did not confirm any manufacturing defect of the device. The most likely root cause of complained phenomenon was assigned to accidental misplacement of the umbrella valve during surgery following handling/manipulation of the device. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
The smarxt bcd vanguard system is a non-sterile device assembled into a sterile convenience pack (item 627377001) that is distributed in the USA. The lot of the convenience pack that has been provided is incorrect. Therefore, the expiration date and the unique identifier (UDI) number are pending. The involved device has been received at livanova arvada. The device has been requested for return to sorin group italia for investigation. The involved smarxt bcd vanguard system is a non-sterile component assembled into a convenience pack that is distributed in the USA, the relevant 510(k) number: k021830. The lot of the convenience pack that has been provided is incorrect. Therefore, the device manufacture date is pending. Sorin group italia manufactures the smarxt bcd vanguard system. The incident occurred in united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia has received a report that, at the first dose of cardioplegia delivery, once the clamp was removed and pump initiated, the vanguard would intook air (deprime). The perfusionist informed the surgeon that she would need to replace the vanguard, she took approximately 10 minutes to complete change-out and resumed delivering cardioplegia. The procedure was completed with no issue. There was no patient injury. After the case, the perfusionist could reproduce the event with the complained vanguard.